Event description:
A pt experienced a strong eye irritation (os) with temporary visual acuity decrease while using la generale d'optique peroxyde system. He experienced irritation with initial use of a new pair of monthly disposable lenses and new unit of solution, and thought it was due to the lenses. Pt changed to a new pair of lenses on the 10th day. He experienced the eye infection 3 weeks later (os). Microbiological culture was performed; serratia marcescens was found on the lens and the solution. In follow-up with the pt, he explained that he sometimes put the bottle tip in contact with the solution in the lens case. Pt treated with antibiotics; no permanent impairment. His visual acuity now is similar to his va before the ae.